Event description:
Lead management case to remove a non-functional lead. The lead was prepped with an lld ez and the physician began the extraction using a 16fr glidelight. During the extraction fluoroscopy was utilized and revealed a decrease in cardiac function along with a decrease in blood pressure. A sternotomy was performed and a tear in the svc was discovered. Intervention was unsuccessful and the patient did not survive.